Event description:
The manufacturer received information alleging a ventilator would not work on ac power. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply was replaced to address the issue. An issue related to the power management board was observed. The device's power management board was replaced to address the issue.